Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient encountered bent cannula on two infusion sets which led to high blood glucose level of 360 mg/dl. The site's location was abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-00464 - device 1 of 2.